Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 37 and 48 hours. When the pod was removed from the abdomen, the site was bleeding and an abscess formed. The patient's blood glucose levels rose above 14 mmol/l (>252 mg/dl). The patient visited the emergency room (ER) at northern general hospital where the site was lanced under local anesthetic, packed and dressed. The visit took approximately 6 hours. The patient was given intravenous drip of fluids and prescribed antibiotics 500 mg flucloxacillin. During the time the patient reported this incident, treatment is ongoing and the patient is still having the infection site cleaned and dressed regularly by the hospital. The pod was discarded.